Event description:
While attempting to gain access to the right internal jugular vein experienced wire and introducer needle miscommunication. The wire and needle became twisted together and difficult to separate. Multiple unsuccessful attempts were made to separate the two by advancing and pull back on the wire to free it from the needle. In an attempt to remove the wire and the needle out of the body simultaneously the tip of the wire broke and began to unravel. Several attempts were made to retrieve the remaining 1.0 to 1.5 cm portion of wire. Ultimately it was decided that it was safer to leave it in the patient's chest wall. The patient was transferred to pacu in satisfactory condition.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A picture of an x-ray was provided and confirmed the tip of the guidewire is knotted inside the body. Without an evaluation of the device we are unable to determine the root cause and if a manufacturing issue was present. The report indicated that "multiple unsuccessful attempts were made to separate the two (guidewire and needle) by advancing and pull back on the wire to free it from the needle." This technique may have caused the tip of the wire to loop over itself and become knotted preventing removal and ultimately causing the wire to break and unravel. This is well documented in the literature.